Event description:
It was indicated that the pt was a female who presented with bilateral renal stenosis. During the procedure, the pt underwent treatment on both renal arteries, but the reported event occurred during stenting of the right renal artery. The right renal was stenosed and calcified, but was not tortuous. During deployment of the stent, a balloon leak was noticed at two atmospheres; the stent was deployed as much as possible with the delivery system balloon, which was then removed. Another unk balloon catheter was then inserted to completely dilate the stent. The stent was placed accurately and without sequelae. There was no report of pt injury. The prod is available for eval and testing; however, it has not been rec'd to date. Add'l info will be submitted within 30 days of receipt.